Event description:
It was reported that the customer experienced low blood glucose of 27 mg/dl; treated with food. Customer was not admitted as an inpatient for medical treatment. During troubleshoot; it was stated, the drive support cap is recessed. Programming is set up correctly. It was stated that the most recent set change was on (B)(6) 2015; customer was disconnected during the rewind/prime sequence. Reservoir is showing the same amount of insulin as shown on the status screen. Device was not exposed to an MRI. After reviewing the carelink reports it was found what the information is correct however, there were 36 hours of missing data with no explanation. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.